Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed self test using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the self-test wire connecting the two electrodes being disconnected. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.